Event description:
It was reported that when they pulled on the peritoneal catheter to slide valve into a small pocket below the scalp, the distal connector of the valve broke off. During the operation, the valve was replaced with a new valve of the same type. The same peritoneal catheter was retunneled and used to finish the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer. A review of the manufacturing records showed no anomalies.